Manufacturer narrative:
Laser system caused trivial burns that will probably heal on patient face due to rod failure.

Event description:
Laser system caused trivial facial burns that will probably heal.